Event description:
While testing a demo unit, the dealer noted that some lights were lit, but that the screen was blank. There was no pt involved. The problem was determined to be an intermittent solder joint on an ic in the mother board assembly 590329. The event is not occurring more frequently or with greater severity than is usual for the device.